Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a procedure for fracture fixation treating lateral fracture using the lcp clavicular hook plate in question. The patient required revision surgery on an unknown date and the hardware was removed. It was stated that the patient could feel the implant. Union was achieved after sixteen (16) weeks. The patient outcome is unknown. There is no further information available. This report is for one (1) 3.5mm lcp clavicle hook pl 5h 15mm hook depth/59mm/lt-ster. This is report 1 of 1 for (B)(4).